Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl; cause was unknown. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.